Event description:
Per the clinic, the patient underwent revision surgery to remove excess skin from the abutment. During the same surgery, the patient was fitted with a longer abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.